Event description:
It was reported that an exactamix 2400 valve set was leaking. The leak was described as lipid fluid drawing up through the aqueous ingredient inlet port while solution was being transferred to a parenteral nutrition bag. This occurred during compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.